Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was returned to ortho for further investigation but was shipped improperly and unable to be tested. (B)(4).

Event description:
Customer reporting one event of false negative rhd typing result with the mts abd/abd mono grouping cards lot#010416053-03 exp 11.08.2016. Methodology used: manual gel. Incubation time (for manual test only):immediate spin no incubation time. Cards /cassettes/ storage condition temperature: all cards stored appropriately as per IFU visual appearance before use: all gel cards are passing visual inspection. Initially, customer had performed a/b/d mono reverse card on the mother and the baby. The mother was typed as rhd positive; grade 2+ and the baby was typed as rhd negative. When the result was delivered to the nurses, they called the lab back and asked the lab for confirmation of the rh status of the mother because of the prenatal history was rhd negative. According to customer, incident of false negative occurred during retyping of the mother on (B)(6) .2016. Patient sample typed as rh negative. The customer repeated testing with the same sample using the mts a/b/d/a/b/d monoclonal grouping card lot#010416053-03, the rhd was negative at is. Because of the discrepancy, the customer repeated the test with same lot # of gel cards and again she got an rhd negative; so customer decided to run the test in tube. Customer ran the rh testing in tube and at is got an rh negative reaction. She expanded the incubation time and performed a weak d, indirect antiglobulin testing and customer got a 2+ reaction in tube, confirming the patient as a weak d positive patient. Ortho reviewed pipetting techniques and red blood cells suspensions during testing. Customer reported that she used new red cells suspension every time from the same specimen using diluent 2 plus. Customer reported having the gel cards stored at room temp as per IFU. Customer confirmed a visual inspection of the mts a/b/d/a/b/d monoclonal grouping cards and they didn't recall any issue with the quality of the card before testing. Customer reported the qc pass with ortho confidence. Ortho asked customer if possible to have the images of the testing and send those images by mail. Customer will do it and agreed to call back if having additional issues.